Manufacturer narrative:
A field service engineer checked all features and functions of the opmi lumera 700 microscope and resight 700 accessory at the site and was unable to produce any failures or critical errors. The system was found to be working within specification including: microscope focus motors, e-inverter tubes and illumination working properly with and without the resight engaged and the zoom manual override knob working properly. An eval of the error log found one entry on the incident date, a ¿zoom comment¿ error. Comment errors are typically due to the user requesting more than one function at the same time (e.g. Entering a hand grip command and a foot pedal command). When ¿parallel commands¿ are encountered, there will be a short delay in function availability while the system is processing the rejection. As described in the user manual, in the event of electrical focusing problems a zoom manual override knob is always available for manual focusing. It was reported that the healthcare professional did not know this override knob was available for his situation. (B)(6).

Event description:
It was reported that during a retinal detachment repair surgical procedure using the opmi lumera 700 with the resight 700 accessory, the healthcare professional encountered error messages and lost the ability to focus the microscope. While exiting the eye to address the problem, the healthcare professional pulled up a large portion of the retinal membrane producing a retinal tear. After a delay of 10-15 minutes, the healthcare professional completed the retinal detachment surgical procedure. It was further reported that the patient will require subsequent endolaser treatment for the retinal tear.